Manufacturer narrative:
H3: product analysis of product:436013a, lotno:ca19f045 visual and optical inspection of the centerpiece expander did not reveal any damages that would hinder the implant from expanding. Functional inspection with a sample 13mm inserter confirmed the implant was able to connect and engage, expand and close without any grinding or restrictions. The body set screw appears to have been backed and out threaded back in causing the thread damage. The cage is no longer able to be locked into position due to the damage threads on the screw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a user facility via a manufacturer representative regarding a centerpiece used for spinal therapy. It was reported that the two screws in expandable corpectomy device responsible for locking its expansion and customized endplate morphology was stripped and will not tighten to lock the expansion mechanism. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
E1: first name and last name of initial reporter is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.